Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® edta 2k experienced broken lid/cap. The following information was provided by the initial reporter: translated to english. The customer stated "the cap was found to be chipped."

Event description:
It was reported the bd vacutainer® edta 2k experienced broken lid/cap. The following information was provided by the initial reporter: translated to english. The customer stated "the cap was found to be chipped.".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-21. Investigation summary: bd received 1 samples and 3 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for short shots with the incident lot was observed. Additionally, customer samples were evaluated by visual examination and the indicated failure mode for short shots with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.